Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was further reported that: 76,807 joules were expended on the second fiber. The tips of both failed fibers were cleaned during the procedure.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 19,401 joules the laser and aim beam were firing straight out of the fiber end cap. A second fiber was chosen to continue the procedure, and at 10 minutes of fiber use flashing was observed. The error message 'excessive fiber life' was displayed on the screen. The error could not be cleared. The procedure was judged by the physician to be complete at this point. Good patient outcome and no injury to the patient reported. This report is for the first fiber.